Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the patient was noted to have left bundle branch block (lbbb). No treatment was prescribed for the lbbb. An electrocardiogram on the day following device implant showed complete heart block. A permanent pacemaker was placed the same day. No subsequent adverse patient effects were reported.

Manufacturer narrative:
Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. A supplemental report will be filed when the investigation is completed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.